Event description:
The customer reported that they had an incident of high blood glucose level. The customer's blood glucose level at the time of the incident was 500mg/dl. The customer's current blood glucose level was 287mg/dl. The customer did not experience any symptoms at the time of incident . The customer treated the high blood glucose levels using insulin pump. It was not known whether the auto mode feature of the insulin pump was active or not at the time of incident. The infusion set was found bent and had leak. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.